Event description:
It was reported by service report that the head end of the bed will not lower. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
(B)(4). Returned empty the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.

Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. The clips were released but would not close. These defective clips were removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The physician was using the jetstream g3 device and the tip of the wire became sheared off. The physician noticed there was a problem and located the tip of the wire. Physician used a snare to capture the wire fragment and successfully removed it.